Event description:
Tech said the bed did not function while it was unplugged.

Manufacturer narrative:
Tech found defective battery. Tech replaced the battery to repair this bed. He said nobody was hurt. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.